Event description:
Ans received a report in 2009, that the pt's scs system was revised. The procedure was uneventful. Dural separator was used as an aid to place the lead. The surgical lead was placed midline at t9. Post operative the pt reported severe pain in his supra-pubic area. A CT scan was performed and the implanting surgeon consulted with another surgeon. The surgeon commented that the lead may have been too wide for the pts space. The pt was then taken back into surgery. The surgeon created a larger laminectomy above the original lead placement and then repositioned the lead into the new space. Post surgery the pt reported only some pain in the supra-pubic area. Stimulation was turned on and pt had good coverage. System is implanted and will not be returned for evaluation.

Manufacturer narrative:
Evaluation codes: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications, and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.